Event description:
The customer reports the procedure was therapeutic, without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center image suddenly went black. The issue was found during a laparoscopic partial gastrectomy procedure. After plugging and unplugging the ltf-s190-5 several times, the image returned, and the procedure was completed with the same device. There were no reports of patient or user harm. This report is related to patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation. During the functional investigation it was found that the device had battery depletion and a drained battery. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.